Manufacturer narrative:
(B)(4). The covidien service engineer (se) verified the malfunction. The se inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb) and the backlight inverter pcbs were upgraded. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a graphical user interface (gui) background failure error and the gui display was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.